Event description:
An additional defect was observed during the sample evaluation of microbore catheter extension set that was return to plant for evaluation of "one link connector being oval in shape rather than round". Closer visual inspection of the luer collar showed that there is also a crack present through the collar. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was available for evaluation. The sample arrived out of the pouch primed. Visual inspection of the luer collar showed that there is a crack present through the collar. The collar appears to have been squeezed. The problem was confirmed. However, the root cause was not determined.